Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: patient information: (B)(6), female, 158 cm, 49 kg. The patient delivered by vaginal delivery. She had an uneventful delivery. The tissue condition was normal. The vaginal side was sutured with one layer suture, and the anal side was sutured with two layers by continuous suturing. Wound dehiscence was observed on postoperative day 4. The suture was unraveled, not broken. The same product number was used again and sutured in the same manner as the first suture. On postoperative day 6, the anal side was dehisced. The patient was treated again with the same product number by continuous suturing and was discharged from the hospital. On the 8th postoperative day, the patient complained of pain and visited the hospital on an outpatient basis. The patient was re-admitted to the hospital and followed up. Culture was negative. Doctor comment: the possibility of infection cannot be completely ruled out, but the cause is unknown because the culture test was negative. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure : patient information: (B)(6), female, 158 cm, 49 kg. Date and name of index surgical procedure? The date is unknown. The patient delivered by vaginal delivery. She had an uneventful delivery. Lot number? Unknown. The diagnosis and indication for the index surgical procedure? The patient delivered by vaginal delivery. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? The patient delivered by vaginal delivery. On what tissue was the suture used? On the perineum. What was the tissue condition (normal, thin, calcified, fragile, diseased)? The tissue condition was normal. How was the suture placed (interrupted or continuous)? The vaginal side was sutured with one layer suture, and the anal side was sutured with two layers by continuous suturing. How was the suture tied (square knot or multiple knots one end)? Unknown. What tissue dehisced? Please see previous note. Onset date/time of dehiscence? (# post op days) please see previous note. What symptoms did the patient experience following the index surgical procedure? Onset date? Please see previous note. Other relevant patient history/concomitant medications? Unknown. How was the dehiscence managed? Please see previous note. What type and brand of suture was used for the re-suturing after the first dehiscence? Vr945. Please describe any surgical intervention required for the wound dehiscence including date and findings. Please see previous note. Please describe the appearance of the suture during the second procedure. Please see previous note. Were there any precipitating stress factors for the wound dehiscence? Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Doctor comment: the possibility of infection cannot be completely ruled out, but the cause is unknown because the culture test was negative. What is the patient's current status? The patient was discharged. If applicable, will product be returned? If so, please provide the return date and tracking information. No sample will be returned. No further information will be provided. Additional information was requested and the following was obtained: when the patient was re-admitted for pain on post-op day 8, was there any medical or surgical intervention provided for the pain or for the negative culture? It is difficult to obtain information because there is no request from the hospital and no further action is required. Please confirm: did the patient have an infection? It is difficult to obtain information because there is no request from the hospital and no further action is required. Reference: doctor comment: the possibility of infection cannot be completely ruled out, but the cause is unknown because the culture test was (B)(6). Note: events reported in 2210968-2022-00350, 2210968-2022-00351.

Event description:
It was reported that a patient underwent a repair of an episiotomy on an unknown date and suture was used. Two days later, the patient complained of pain and visited the hospital on an outpatient basis. The patient was re-admitted to the hospital and followed up. A culture performed was (B)(6). The doctor opined the possibility of infection cannot be completely ruled out, but the cause is unknown because the culture test was (B)(6). No additional information was provided.